Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the hematocrit saturation probe clip was broken. No other details regarding the nature of this event were provided. There were no reported adverse consequences to a pt as a result of this event.